Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. It was reported that due to a highly angulated neck (outside of IFU), the trunk-ipsilateral leg component was landed proximal to the intended landing zone with the plan of reconstraining and repositioning the device for final placement just distal to the renal arteries. It was reported that after the device was landed proximal to the intended deployment position, only half of the device would reconstrain, and the device could not be repositioned. A decision was reportedly made to deploy the trunk where it landed, leading to complete coverage of the lowest renal artery. The patient was then converted to open repair, the trunk was explanted with no issue, and an aorta bi-fem graft was sewn in place. It was reported that blood flow was restored to the lowest renal artery, and the patient tolerated the procedure. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The exact root cause of the device not reconstraining could not be determined with the provided information. Evaluation summary - the device was returned to gore for evaluation. Engineering observed that the constraining loop was tucked under one of the struts on the endograft. There were no anomalies on the eyelet of the constraining loop; however, the other end of the constraining loop that transitions to the stiffened portion appeared to have been cut. It could not be confirmed if the tucked constraining loop and cut end of the constraining loop occurred during the implantation portion of the procedure or during removal of the device. The delivery catheter also appeared to have been cut; this is consistent with the reported observation that the physician reportedly needed to cut the delivery catheter to remove it from the patient. Based on the findings from the evaluation, the reported observations that the device partially constrained could not be confirmed. The root cause for only half the device constraining during the repositioning process could not be determined with the currently available information. However, treatment outside of the indications for use was reported and may have contributed to this event.